Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of failure code 543:320:658:0000 was confirmed but not duplicated. The root cause was attributed to depleted main batteries, and the main batteries and battery harness were replaced to fix the problem. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced failure code 543:320:658:0000, interrupting delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 6.63.92. No additional information is available.